Manufacturer narrative:
The complaint device was returned for analysis. The returned product included the sds device with stent. The sds and stent were visually, tactilely and microscopically examined along the entire length and the only damage found was the tip of the sds was stretched and the purple bumper tip is missing. The balloon is tightly folded with the stent in its original crimped position between the markerbands. A .014" guide wire was back loaded though the guide wire port with no resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B) (4).

Event description:
Reportable based on analysis completed on (B) (6) 2009. It was reported that during a stenting treatment procedure, resistance was encountered while attempting to advance over a guidewire. However, product analysis revealed a detached tip. The physician was attempting to introduce a 2.75x16mm liberte bare stent into the patient by loading the device onto a guidewire. The liberte bare stent delivery system (sds) could not be advanced over the wire due to resistance. The physician made three attempts to advance the sds on the guidewire, but was unsuccessful. The device was never introduced inside the patient. The procedure was completed with another liberte bare stent. There were no reported patient complications. The patient status is listed as "stable".